Event description:
The manufacturer received information alleging a ventilator's internal battery failed to charge. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery failed to charge. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.